Event description:
(B)(4). Essure has caused so many things in my life...constant bloating, severe cramps, heavy periods with clots. I have developed immune deficiency disorder and hypothyroidism. Ongoing pain...leg cramps, back aches and periodic swelling of face and hands. Weight gain that is impossible to lose! Thinning hair and loss. Nose bleeds. It has been hell and has changed me. I am depressed and I feel as though my kids have lost a part of me and my husband has lost his wife, yet, I am still here, but I am different :(